Event description:
The customer reported that the spare lamp on his olympus visera eite xenon light source was broken during transit. This event had not patient involvement.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. However, the switches on the front panel were not functioning properly. Additionally, many places inside the device had been immersed and were corroded. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the switches not functioning properly likely occurred from corroded internal components due to water immersion inside the device. However, the specific root cause of the water immersion could not be determined at this time. Olympus will continue to monitor field performance for this device.